Event description:
It was reported that a significant increase in pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. Patient's condition was stable post procedure.